Manufacturer narrative:
Upon receiving the device involved in the MDR event from a dentist, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c170908-05]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z84l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device and observed that a standard fg bur, which is out of specification, was inserted in the handpiece. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (180,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 180,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature exceeding 80 degrees c at test point (2) about 60 seconds after the start. The rise in temperature was so sudden that the test was concluded 60 seconds into the planned 5 minute evaluation period. Nakanishi cleaned the inside of the handpiece using nakanishi pana spray plus as defined in the operation manual. Then, nakanishi measured the temperature of the handpiece under the same conditions as described in b). Even after cleaning, nakanishi observed a quick rise in temperature exceeding 80 degrees c at the test point (2). Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the bearing retainer on the cartridge rear side was partially broken. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing. Based on many years of experience, nakanishi considers it possible that the use of an out-of-specification bur led to overload, which in turn led to premature abrasion that caused the bearing to break. Misuse and insufficient preuse check cause the above situation, which contributes to the reported handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the handpiece before use as instructed and using the bur specified in the operation manual.

Manufacturer narrative:
When nakanishi visited the dentist for detailed information on september 15, 2017, the dentist refused to provide information about the patient's ID, age, sex and weight. This event occurred in (B)(6) but similar products are marketed in the us under k972569.

Event description:
On (B)(6) 2017, nakanishi received a phone call from a dentist about an nsk handpiece overheating. Upon receipt of the information, nakanishi visited the dentist to obtain detailed information. The information nakanishi received from the dentist is as follows. - the exact date when the event occurred is unknown. - the dentist was removing abutments from teeth #6 and #7 of the patient's upper right jaw using the handpiece z84l (serial no. (B)(4)). - the patient was not anesthetized. - during the procedure, the patient complained about the handpiece overheating. - the handpiece overheated, but did not burn the patient. - there were no abnormalities found in the handpiece prior to use.